Event description:
The complaint originated from our foreign distributor in (B)(6). According to the distributor, the ventilator will not boot to operating mode. When switched on, the screen is black, but all the leds are lighted on the user interface module. This problem repeats every time the ventilator is switched on. The distributor checked the ventilator was checked with another operable user interface module, and it worked properly. There was no patient involvement during this incident.

Manufacturer narrative:
Carefusion technical support shipped the foreign distributor a replacement user interface module. They also issued a returned goods authorization (rga) number to the distributor for the return of the alleged faulty user interface module for evaluation. As of (B)(6) 2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a followup medwatch report will be submitted.